Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. It is possible that as the sds was advanced resistance was met with the lesion and/or anatomy resulting in the reported failure to advance. Manipulation of the device and/or interaction with other devices and/or the lesion/anatomy resulted in the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Sus voluntary event report #mw5070899 was received reporting the following: during a percutaneous coronary intervention a stent became dislodged off the delivery system. The delivery system was advanced and removed multiple attempting to cross the lesion. The stent was successfully retrieved with a snare. No additional information was provided.